Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy procedure where the target lesion was below the knee with a 90% stenosis that was moderately tortuous and severely calcified. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured on the second inflation at 12 atmospheres for 30 seconds where the indicated shape was a pinhole. The device was removed without any problem using the normal method and was replaced for a different model to complete the procedure. There were no complications reported, and the patient was in good condition post-procedure.